Event description:
A healthcare facility in foreign country, reported via our distributor that an rt212 adult breathing circuit was an electrical open circuit. No pt consequence was reported.

Manufacturer narrative:
The prod referred to in this complaint is not sold in the USA, but it is similar to a device which is sold in the USA. Electrical tests were performed on the returned breathing circuit. Results: the heaterwire in the inspiratory tube of the breathing circuit was found to be an electrical open circuit. The break in the circuit connection was found to be between the heaterwire and one of the heaterwire pins. A lot check revealed no other similar complaints for this lot number. Conclusions: electrical open circuits in heaterwires are often associated with improper crimping of the heaterwire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heaterwire became an open circuit post production, possibly as a result of a weak crimp connection. Our monitoring and trending of open circuit heaterwires on adult breathing circuits worldwide for the past year to the end of 2008 has a rate of occurrence per all units sold.